Event description:
This is a report from a consumer in (B)(6) with supplemental information from a peritoneal dialysis nurse (pdn) of peritonitis and break in aseptic technique in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were reported to be ongoing. During a call with baxter customer service, the following was reported by the consumer. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day (date of discharge not reported). The cause of peritonitis was reported as pet related, considered a break in aseptic technique. On (B)(6) 2012 baxter product surveillance received additional information from the pdn. The pdn stated the home patient (hp) has fully recovered from the event of peritonitis. The hp was treated for the peritonitis with cefazolin, 1 gm/daily for an unspecified length of time. Concomitant therapy was not reported. The pdn confirmed that the cause of the peritonitis was due to poor aseptic technique by the patient and was pet related. The pdn stated that he hp, who previously did not have pets, recently acquired a family of cats with kittens and brought them inside her home. The pdn verified that the patient was re-trained in proper aseptic technique and that the event of peritonitis was not associated with a baxter device or solution. The pdn stated that no further information is available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported a break in aseptic technique by the patient described as pet related and stated patient recently acquired a family of cats with kittens and brought them inside her home. The assignable cause was not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.